Event description:
The customer reported via phone call she experienced high blood glucose for about 2 or 3 weeks. The customer stated that there was a week, where she was changing the site every day and still her blood glucose was in the 500 mg/dl range and she usually runs low. Customer's blood glucose was over 400 mg/dl; she treated with a bolus. Current reading is 352 mg/dl. Customer stated that in the morning she was at 52 mg/dl, she drank juice and it went up to 357 mg/dl. She mentioned she sometimes over treats. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. The customer has not found any bent cannulas. She was unable to remove the infusion set at the time. The customer stated she is working on the settings with the doctor and they changed the basal rates trying to get it under control.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.